Event description:
A customer contacted beckman coulter (bec) to report a leak of clear fluid from the probe of a coulter act diff analyzer when a startup was being completed. The volume of the leak was reported by the customer as approximately one spoon. The customer was wearing personal protective equipment (ppe) consisting of gloves and a gown at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed the reported probe leak. Fse replaced pinch valve lv8 and tubing, along with the diluent filters which resolved the leak. Lv8 pinch valve is used to connect the vacuum chamber (vc1) to the bottom port of the probe-wipe housing. The cause of the leak is attributed to valve lv8 and tubing and diluent filters. (B)(4).